Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling. They did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped. Unknown if the nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. Unknown if the endoscope was presoaked in the detergent solution or the a/w nozzle channel was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the evaluation could not specify what the foreign material was nor the root cause of the remaining foreign material the event can be detected/prevented by following the instructions for use which state: detection method addressed in IFU gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventative method addressed in IFU gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope's nozzle had foreign objects. There were no reports of patient involvement.